Event description:
It was reported that the patient stated that they had a "protrusion" in their chest and a "wire that sticks out" and a "line protruding" on top of the device. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.